Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection on the returned samples revealed an ink print defect in front of bag of all samples. Functional testing was performed on the returned samples and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.